Event description:
It was reported to covidien in 2008 that a customer had an issue with a vistec sponge. The customer states that during a thyroid procedure, the product frayed causing it to be irrigated and picked out with tweezers.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.